Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This is being filed after a retrospective review of all complaint reports.

Event description:
When a company representative was visiting a clinic, physician reported that a patient was treated 7 months earlier and received a burn in her right underarm from the device. Wound care and antibiotics were given. A scar was left and there was a reported cyst. There was very little other information provided and no photos.